Manufacturer narrative:
Device evaluation by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination found stent struts on the proximal end and mid-section were lifted from the crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. An examination of the tip found no damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16dec2020. It was reported that crossing difficulty was encountered. The 88% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. Following pre-dilatation with a non-boston scientific balloon catheter, a 2.50x32mm synergy ii drug-eluting stent was advanced but failed to cross the lesion due to calcification. The procedure was completed with another of same device. No patient complications were reported and the patient was stable. However, device analysis revealed stent damaged.